Manufacturer narrative:
Citation: m. Burri et. Al., "durability of bioprostheses for the tricuspid valve in patients with congenital heart disease." European journal of cardio-thoracic surgery 50 (2016) 988¿993. Doi:10.1093/ejcts/ezw094 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Additional patient codes: (B)(4).

Event description:
Medtronic received information via literature regarding durability of bioprostheses for the tricuspid valve in patients with congenital heart disease. All data were collected from a single center between 1990 and 2013. The study population included 51 patients with a mean age 32 years, one was implanted with a medtronic hancock (serial numbers not provided). Among all patients in the study deaths were reported, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: prosthesis dysfunction (stenosis and insufficiency), reoperation, bleeding, prolonged postoperative cardiopulmonary support, hypoxia, pacemaker implant (cardiac dysrhythmias), pulmonary embolism. Based on the available information, these events may have been attributed to medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.